Event description:
Information received from the field notes erosion. A drain was inserted into the wound area and the patient was on antibiotics. A new pacemaker system was implanted on the opposite side.